Manufacturer narrative:
(B)(4). Batch # t9480e. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic bladder total extirpation, the outer sleeve of the 2b5st trocar was deformed during use. There was a possibility that the outer sleeve touched the a probe plus. Another device was used to complete the case. There were no adverse consequence to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that the 2b5st device was received with the tip of the sleeve melted. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.